Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture-cut needle driver instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the mega-suture cut needle driver instrument had a broken cable. There was no report of patient involvement.